Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty printed circuit board was discovered and caused the reported no image failure. This board will need to be replaced. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during preparation for an in-office cystoscopy procedure, his olympus video system center was not displaying an image. According to the initial reporter, the intended procedure was rescheduled for the following week. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.